Manufacturer narrative:
The reported test strips have not bee returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing has not been performed as the reported strip lot number is expired. No further investigation is required.

Event description:
A customer reported a high readings issue with her adc blood glucose meter. On an unspecified date in the "middle of december" the customer felt that her blood sugar was low, so she tested and received a result of 52 mg/dl. She ate something and then received a reading of 152 mg/dl, but subsequently "passed out". Her husband tested her blood glucose again and a reading of 156 mg/dl was received. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test. An ambulance was called and a reading of 22 mg/dl was received on the hcp meter. The customer was treated with intravenous "instant glucose". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with her adc blood glucose meter. On an unspecified date in the "middle of december" the customer felt that her blood sugar was low, so she tested and received a result of 52 mg/dl. She ate something and then received a reading of 152 mg/dl, but subsequently "passed out". Her husband tested her blood glucose again and a reading of 156 mg/dl was received. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test. An ambulance was called and a reading of 22 mg/dl was received on the hcp meter. The customer was treated with intravenous "instant glucose". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the meter and no issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified.

Event description:
A customer reported a high readings issue with her adc blood glucose meter. On an unspecified date in the "middle of december" the customer felt that her blood sugar was low, so she tested and received a result of 52 mg/dl. She ate something and then received a reading of 152 mg/dl, but subsequently "passed out". Her husband tested her blood glucose again and a reading of 156 mg/dl was received. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test. An ambulance was called and a reading of 22 mg/dl was received on the hcp meter. The customer was treated with intravenous "instant glucose". There was no report of death or permanent impairment associated with this event.